Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, when firing the device, there was bleeding, but it was controlled. No transfusion was required. The staples were malformed and there was an incomplete staple line. Completed the case with the same like product. There was no patient consequence.